Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown nail head elem: tfna screw/unknown lot. Part and lot number are unknown; UDI number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a data use agreement (dua). The dua summarizes 50 patients that were implanted with traumacem. Implantation was from baptist health little rock. Case number #4 is an 83-year-old female with a history of afib, osteoporosis, heart block, and former smoker. Patient had a left tfna. No helical blade was used. Post operative complication for non-union 15 weeks post op. Patent was converted to a bipolar hip arthroplasty. Implant(s) involved: -traumacem v+ bone cement (07.702.040s) -tfn-advanced system, short nails, 235 mm length, sterile -tfna screw (04.038.190, 90mm) x1 -tfna 5.0mm ti locking screw x1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.